Event description:
It was reported that a (B)(4) transmission revealed an alert for capacitor charge time limit reached. The hospital staff determined the alert to be from (B)(6) 2012, five months before implant. Another alert occurred in (B)(6) 2014 when the patient was in a vt storm, resulting in delayed therapy. During that time, the alert was on the programmer screen as well as printouts of the episodes. The patient notifier triggered, but it was not known if the alert was pre or post admission. The device was explanted and replaced. The patient was well post replacement procedure.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to multiple hv charges. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and no anomaly was found.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.